Event description:
The hcp reported the pump was explanted due to an infection. It was returned to the MFR for analysis. A follow up report will be send when additional info is received. A follow up report will be sent when additional info is received.